Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.0x15 mm mini trek was successfully inflated twice at the mildly calcified, distal left circumflex coronary artery at 12 atmospheres. The mini trek ruptured with the third inflation at 14 atms. The lesion was stented and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.